Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was over 20 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarm due to faulty force sensor. Unable to perform the basic occlusion, prime, and excessive no delivery test, due to alarms.